Event description:
Boston scientific received information that, at implant, it was noted that the lead had pulled back (was dislodged) and was capped. Current evidence suggests that the lead had dislodged prior to implant. At this time, no additonal adverse patient effects were reported.

Manufacturer narrative:
Upon the recept of addiitonal information, it was confirmed that the lead had not dislodged due to the procedure, but rather, it had been become dislodged prior. Measurements evidenced the dislodgement, as sensiing was less than optimal, (at 3 to 4mv), and the threshold was highter than optimal (at 2v at 1ms). No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.